Event description:
It was reported that the surgeon inserted a competitor's lens, and the haptic was torn during insertion. The reporter believes the incident was caused by a loading error or using an older injector. The lens was removed without any patient incident.